Event description:
It was reported that the large volume pump module was set to infuse pembrolizumab for 116ml/hr with a volume to be infused of 58ml and a concentration of 3.5mg/ml. It was noted that the medication was not properly delivered and the alarms were not heard. According to the customer, the pump module was set according to label, but the clamp in IV set closest to the patient was engaged and very little of the drug infused. This was noticed 30 minutes after the drug should have been all infused. The clamp was dis-engaged, and the pump module was reset and the drug infused without incident. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module was set to infuse pembrolizumab for 116ml/hr with a volume to be infused of 58ml and a concentration of 3.5mg/ml. It was noted that the medication was not properly delivered and the alarms were not heard. According to the customer, the pump module was set according to label, but the clamp in IV set closest to the patient was engaged and very little of the drug infused. This was noticed 30 minutes after the drug should have been all infused. The clamp was dis-engaged, and the pump module was reset and the drug infused without incident. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion of pembrolizumab was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing performed on the suspect pump module found the pump module performing within specification and having no errors or malfunctions. The logs from the pcu and pump module were retrieved to determine the details of the reported event. The facility indicated that the event occurred on november 26, 2024, at 4:30 pm. On (B)(6) 2024, at 3:47 pm, the pcu s/n (B)(6) was powered on, and a new patient was selected. At 3:49 pm, the pump module s/n (B)(6) , was programmed for a primary infusion of pembrolizumab at 200mg/58ml with an initial vtbi of 58 ml and a rate of 116 ml/h, and the infusion started. At 3:51 pm, the user adjusted the vtbi to 699 ml, and the infusion started again. At 4:49 pm, an occluded fluid alarm was triggered with a pvi of 114.296 ml, and at 4:50 pm, the user restarted the infusion. At 4:51 pm, the user adjusted the vtbi to 200 ml, and the infusion started again. At 5:07 pm, the user adjusted the rate to 125 ml/h. At 5:21 pm, an air-in-line alarm was triggered with a pvi of 177.597 ml. Finally, at 5:22 pm, the pcu was powered off with a total volume infused of 177.597 ml. A review of the pcu error logs showed no records associated with the reported incident. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Per the alaris system user manual (v12.1): follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4) the lvp was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of an under infusion of pembrolizumab was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Manufacturer narrative:
Correction : date of event and concomitant med prod data.

Event description:
It was reported that the large volume pump module was set to infuse pembrolizumab for 116ml/hr with a volume to be infused of 58ml and a concentration of 3.5mg/ml. It was noted that the medication was not properly delivered and the alarms were not heard. According to the customer, the pump module was set according to label, but the clamp in IV set closest to the patient was engaged and very little of the drug infused. This was noticed 30 minutes after the drug should have been all infused. The clamp was dis-engaged, and the pump module was reset and the drug infused without incident. There was patient involvement, but no harm.